Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type programmer, patient. Product ID: 3889-28, lot# va09wps, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient reported that they experience a loss of therapeutic effect. The patient "went to her obgyn and they put an interstim in and lately she had been having leakage. The caller wanted to know if they should turn it up or what they should do. The patient had been leaking for about a week now". The patient was on program 1 at 4.0v and asked how high to turn it up to. The caller increased to 6.0v but the patient was still not feeling stimulation. It was later reported via the patient that the implant had worked for a short period of time before it stopped working. The patient worked with a manufacturer representative (rep) to reprogram the device. After speaking with the rep, she finally turned off her therapy in( B)(6) 2014. The diarrhea she had calmed down about 6 weeks ago and she attributed that to her diet .she had experienced relief for a short period of time before having a return of symptoms although she still had to wear padding when it was working. The patient's implantable neuro stimulator (ins) had started to move around not long after the implant surgery in 2014. There was no change in activity that would have led to the ins moving around, it just happened one day. No steps have been taken yet to resolve the device moving around. The issue of the implant moving around had not been resolved but the patient was seeing a health care provider (hcp) to have the device removed. The indications for use (ifus) were urinary dysfunction/sacral nerve stim, gastrointestinal/ pelvic floor, urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor.